Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The anatomical measurements of the patient were: minimum diameter of 20.3mm, max diameter of 25.2mm, average diameter of 22.8mm, derived area of 22.8mm, derived perimeter of 23.1mm, area of 408.9mm^2, and perimeter of 72.6mm. A pre-dilation was performed with a 20mm wide x 45mm long non-abbott balloon. The device was successfully implanted at a depth of ncc ~1-2mm and lcc~4-5mm. Post-deployment of the valve, the nose cone of the delivery system got stuck on what appeared to be the bottom struts of the valve on the ncc side. Multiple attempts were made to push the delivery system back into left ventricle. The physician also attempted to snare the nosecone to get it centralized. Additional manipulation and removing tension was done but it was difficult for the physician to move the nose cone past the valve. The valve popped up toward the aorta and a second non-abbott valve was implanted valve-in-valve. After deployment of the second valve, the patients blood pressure crashed. CPR was performed but the patient passed away. The cause of death was noted to be sure to issues with the left ventricle.

Manufacturer narrative:
The device was not returned for analysis. An event of migration, hypotension, and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The event and provided imaging was reviewed by an abbott director of medical affairs. Based on all available information, the reported migration appears to be related to procedural conditions (interaction between valve and nose cone during delivery system removal). The reported hypotension and death also appear to be related to a combination of procedural conditions and patient condition (coronary obstruction, severe left ventricle impairment). The reported unexpected medical intervention and surgery were the results of case-specific circumstances. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The anatomical measurements of the patient were: minimum diameter of 20.3mm, max diameter of 25.2mm, average diameter of 22.8mm, derived area of 22.8mm, derived perimeter of 23.1mm, area of 408.9mm^2, and perimeter of 72.6mm. A pre-dilation was performed with a 20mm wide x 45mm long non-abbott balloon. The device was successfully implanted at a depth of ncc ~1-2mm and lcc~4-5mm. Post-deployment of the valve, the nose cone of the delivery system got stuck on what appeared to be the bottom struts of the valve on the ncc side. Multiple attempts were made to push the delivery system back into left ventricle. The physician also attempted to snare the nosecone to get it centralized. Additional manipulation and removing tension was done but it was difficult for the physician to move the nose cone past the valve. The valve popped up toward the aorta and a second non-abbott valve was implanted valve-in-valve. After deployment of the second valve, the patients blood pressure crashed. CPR was performed but the patient passed away. The cause of death was noted to be sure to issues with the left ventricle.